Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 24-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Daughter stated that her father went to see his doctor to get a blood glucose test taken because he was unable to get a result on his meter. Daughter stated that her father is still feeling the same and that they will no longer be using the meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-0 and e-5 error messages. Daughter is calling on behalf of the customer; daughter declined to disclose customer's name. During the call, a blood test was performed by the customer that produced e-0 and e-5 errors using true metrix meter. Daughter stated that customer is feeling fatigued, has increased thirst and a headache but does not want to seek medical intervention at this time. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/30/2022 and open vial date is 05/19/2021. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 27-july-2021: h10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Meter was returned for evaluation. Found on rev 4. Returned meter - e-0 with lab control, based on CAPA-20-006. Added root cause: rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter.